Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Contact suspected a correlation between using novolog insulin and a skin reaction to novolog at the infusion set site, with the occlusion alarms. The customer's blood glucose level was impacted. During troubleshooting with tandem tech support, the contact indicated that, although contraindicated, the customer would change insulin to apidra due to finances.